Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on october 06, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to the patient experiencing infection and skin issues at abutment site. The patient was reimplanted with a new device on (B)(6) 2017.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2017-02056. (B)(4).